Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and the patient was doing well postoperatively. The explanted ipg was not released by the hospital.